Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose was 30 mg/dl at the time of event. Customer was hospitalized on an unknown date. Customer also stated that they were alleging over delivery of insulin. Customer also stated that the insulin pump was not used within 48 hours at the time of event. Customer declined to troubleshoot. The insulin pump will be return for further analysis.